Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that there was poor communication on the patient programmer. The implantable neurostimulator recharger (insr) was not able to communicate with the implantable neurostimulator (ins). The insr was showing the reposition antenna screen and had been trying to recharge the ins for about 15 days now (6 hours a time), but the ins was not recharging. The patient stated that they kept trying to recharge until the ¿thing¿ in the patient¿s rear got hot. The consumer believed the ins had been off for a couple of days now. The last time they had successfully recharged the ins was in (B)(6) 2016 when the patient had tailbone surgery. It was reported that prior to the tailbone surgery, the patient had attempted to turn therapy on but could not. Health care professional (hcp) listings were requested. It was reported that the issue of not being able to turn on therapy due to poor communication started on (B)(6) 2016. The issues with the patient not being able to recharge and the ins getting hot while trying to charge the ins started in (B)(6) 2016. Additional information was received from the consumer on (B)(6) 2016 reiterating the issue of the ins heating during recharge. The patient was now able to charge effectively with 6-8 coupling bars and the ins did not heat up for the patient last night. It was reported that the patient had healed from the tailbone surgery in (B)(6) and was not sure if the surgery was related to the heating issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-05-03. It was reported the patient saw their hcp (B)(6) 2019. The unit needs replacing, and they were working on it. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.